Manufacturer narrative:
Patient information were requested and the customer declined to provide due to privacy.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed. The customer reported that the unit was in use on patient, but there was no patient harm reported.